Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
According to the field, the patient was transfered to a different region for follow-up. No further information has been provided regarding any changes made to the patient's system.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing syncope and fatigue. Review of their system indicated intermittent capture on both the right atrial and right ventricular lead channels. Oversensing of noise was also observed on both channels. The physician suspected the leads may be dislodged from their original implant positions. No information is currently known about the leads. The pacemaker has been reprogrammed and remains in service for now. No additional adverse patient effects were reported.